Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that the device was explanted due to the patient experiencing syncope as a result an issue when it comes to ventricular pacing. The patient was pacemaker dependent. And also experienced bradycardia. No additional adverse patient effects were reported.